Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm material. Details of the event are provided below. It was reported that the cormatrix ecm was used for a mitral valve repair in a pediatric pt. A redo surgery was later required.

Manufacturer narrative:
The device was not returned for evaluation. No additional info is currently available, as this was reported by a different surgeon than the surgeon who was involved in the case.

Manufacturer narrative:
The product was used for an aortic valve leaflet repair rather than a mitral valve repair. The corrected event or problem description should read: it was reported that the cormatrix ecm was used for an aortic valve leaflet repair in a pediatric patient. A redo surgery was later required. No additional was provided by the initial reporter or the surgeon who was involved in the case.